Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: we also followed with the customer and there is no other product at the hospital available for collection so there is no device returning. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Batch #: t93z7d. Additional information was requested and the following was obtained: the tip was retrieved, it wasn¿t converted from lap to open, no change to post op care of patient. No adverse consequences experienced by the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a gynecological procedure a harmonic did not perform as expected. The generator gave the warning to 'release pressure on the blade' which was complied with. However, the harmonic did not function any further and the tip subsequently snapped off. The procedure was delayed 5 minutes. A new harmonic was opened in order to complete the case. The procedure was completed successfully.